Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo of the da vinci system, the 8mm mega suturecut needle driver instrument had a broken cable. There was no report of patient involvement.